Manufacturer narrative:
Results of investigation: the device, intended use in treatment, was not returned for evaluation, the reported event could not be confirmed. At this time, we have no reason to suspect that the products failed to meet any product specifications at the time of manufacture. A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. Based on this investigation, the need for corrective action is not indicated. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Without the actual product involved, our investigation cannot proceed. If the device or new information is received in the future, this complaint can be re-opened. We consider this investigation closed.

Manufacturer narrative:
Results of investigation: the device, intended for use in treatment was returned for evaluation: a visual inspection was performed and confirmed the end of the screwdriver appears to be excessively worn, which may cause it to not function as intended. The manufactured date for this device is 2017. A review of the manufacturing records did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. . A complaint history review found related failures; this failure mode will be monitored for future complaints for any necessary corrective actions. This device is a reusable instrument that can be exposed to numerous surgeries; damage from repeated use can occur. Damage from prolonged use, misuse or rough handling are likely probable causes of the reported event. We recommend that all reusable instruments be routinely inspected for wear and damage and replaced as necessary. At this time, we have no reason to suspect that the product failed to meet any product specifications at the time of manufacture. Based on this investigation, the need for corrective action is not indicated. No further investigation is warranted for this complaint; however, we will continue to monitor for future complaints and investigate as necessary. Should additional information be received, the complaint will be reopened. We consider this investigation closed.

Manufacturer narrative:
Approved.

Event description:
It was reported that the end of the screwdriver became rounded off and would not grip the connector on the wire. No delay reported. No patient injuries reported. A s&n backup was available.